Manufacturer narrative:
(B)(4). The additional perclose proglide is being filed under a separate medwatch report. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional procedure. Reportedly, the foot was deployed and the plunger was pushed down; however, when the plunger was pulled the suture was found to be broken on about 3 cm from the needle. The device was replaced with second proglide using a 0.035-inch guide wire; however, the same issue occurred. A non-abbott closure device using a 0.035-inch guide wire was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.